Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle was fractured inside the body. The customer¿s blood glucose level was 128 mg/dl at the time of the incident. The customer stated that cannula was missing. Customer was unsure if the sensor is still in the body. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The sensor will be returned for the analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. No needle returned.